Manufacturer narrative:
G4:30dec2020. B4:11jan2021. The field service engineer (fse) replaced the nav-ring to address the reported issue. Further investigation of the complaint led to the finding that MFR report was reported in error. The navigation(nav) ring issue was found while performing preventive maintenance. Therefore, there's no patient risk. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06nov2020.

Event description:
The customer reported that the nav-ring is not working. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.